Event description:
The initial reporter received questionable elecsys tsh and elecsys ft4 IV results from one patient sample tested on the cobas e 801 module. This MDR is for the tsh assay. Please refer to the medwatch with a1. Patient identifier pt-(B)(6) for the ft4 IV assay. The initial results were reported to the doctor. On 04-sep-2023, the initial tsh result was 0.021 iu/ml. On 07-sep-2023, the repeat result was 2.42 iu/ml.

Manufacturer narrative:
The serial number of the customer's cobas e 801 module is (B)(6). The investigation is ongoing.

Manufacturer narrative:
D4 lot no, d4 expiration date, d4 catalog no, d4 UDI and g4 PMA / 510k (premarket numbers) were updated. The investigation reviewed the calibrations; the results were within specifications. The investigation reviewed the qc data; the qc results were within specifications. A general reagent issue can most likely be excluded based on the calibration and qc results. The investigation determined the event was consistent with a preanalytic issue (pipetting of an insufficient amount of sample or foam/air bubbles on the sample surface) at the customer site. Preanalytics are within the customer's responsibility. There was no indication of a device malfunction.